Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted (lot no. B34598) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain and paratubal cyst in 2022 and dysmenorrhea, ovarian cyst, adenomyosis, previous caesarean section, genital herpes, vaginal delivery, parity 2, gravida ii and obesity. Previously administered products included: mirena and depo provera. Concurrent conditions were listed as pelvic adhesions and menorrhagia since 2022. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysterectomy ,salpingo-oophorectomy,lysis of adhesions, again, indicated cystoscopy.). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014. Trailing number of coils in left tube: 4. Trailing number of coils in right tube: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43.429 kg/sqm. [Hysterosalpingogram] (date unknown): results: coils were properly placed. [Pathology test] on (B)(6) 2022: diagnosis: uterus, cervix and bilateral fallopian tubes and ovaries; hysterectomy and bilateral salpingo oophorectomy: leiomyomata. Secretory endometrium. Adenomyosis. Cervix without pathologic abnormality. Left hemorrhagic ovarian corpus luteal cyst. Right ovary without pathologic abnormality. Bilateral fallopian tubes without pathologic abnormality. Gross description: the fimbriated with fallopian tube measures 5.3 cm in length x 0.7 cm in diameter and is covered by fibrous adhesions as well as para tubal cysts up to 0.1 cm; on cut surface, it is unremarkable. The attached right ovary measures 2.7 x 2.3 x2.1 cm and is sectioned revealing cortical cysts up to 0.8 cm, a 0.4 cm in diameter chocolate cyst, and diffuse areas of focally dense and fibrotic ovarian stroma. The fimbriated left fallopian tube measures 6.2 cm in length x up to 0.8 cm in diameter and is also covered by discrete para tubal cysts up to 0.1 cm but is unremarkable on cut surface. Procedure: robotic total laparoscopy, hysterectomy, with bilateral salpingo-oophorectomy and cystoscopy clinical history: pelvic pain, endometriosis, ov cyst, fibroids specimen list: uterus, cervix, bilateral fallopian tubes, ovaries the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: reporter and patient information,medical history,lab data,lot no,.,non drug treatment addded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removed via hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: coils were properly placed. The most recent follow-up information incorporated above includes data received on: (B)(6)-2023: report via lawyer. Essure insertion date was specified. Essure was removed meanwhile via hysterectomy with bilateral salpingo-oophorectomy - event pelvic pain was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted (lot no. B34598) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain and paratubal cyst in 2022 and dysmenorrhea, ovarian cyst, adenomyosis, previous caesarean section, genital herpes, vaginal delivery, parity 2, gravida ii and obesity. Previously administered products included: mirena and depo provera. Concurrent conditions were listed as pelvic adhesions and menorrhagia since 2022. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysterectomy ,salpingo-oophorectomy,lysis of adhesions, again, indicated cystoscopy.). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014. Trailing number of coils in left tube: 4. Trailing number of coils in right tube: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43.429 kg/sqm. [Hysterosalpingogram] (date unknown): results: coils were properly placed. [Pathology test] on (B)(6) 2022: diagnosis: uterus, cervix and bilateral fallopian tubes and ovaries; hysterectomy and bilateral salpingo oophorectomy: leiomyomata. Secretory endometrium. Adenomyosis. Cervix without pathologic abnormality. Left hemorrhagic ovarian corpus luteal cyst. Right ovary without pathologic abnormality. Bilateral fallopian tubes without pathologic abnormality. Gross description: the fimbriated with fallopian tube measures 5.3 cm in length x 0.7 cm in diameter and is covered by fibrous adhesions as well as para tubal cysts up to 0.1 cm; on cut surface, it is unremarkable. The attached right ovary measures 2.7 x 2.3 x2.1 cm and is sectioned revealing cortical cysts up to 0.8 cm, a 0.4 cm in diameter chocolate cyst, and diffuse areas of focally dense and fibrotic ovarian stroma. The fimbriated left fallopian tube measures 6.2 cm in length x up to 0.8 cm in diameter and is also covered by discrete para tubal cysts up to 0.1 cm but is unremarkable on cut surface. Procedure: robotic total laparoscopy, hysterectomy, with bilateral salpingo-oophorectomy and cystoscopy. Clinical history: pelvic pain, endometriosis, ov cyst, fibroids. Specimen list: uterus, cervix, bilateral fallopian tubes, ovaries. Lot number: b34598, manufacture date: 2014-05, expiration date:2016-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removed via hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain, back pain, dyspareunia and alopecia had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removed via hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: coils were properly placed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: upon receiving an internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4)transferred to the retention case (B)(4). E2b company number added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.